Event description:
The manufacturer received information alleging that the simplygo device had alarmed. The device was not in use on a patient at the time of the occurrence. The device was returned to the third-party service center for evaluation, and the customer's complaint was not confirmed. During the evaluation, it was noted that the device had a burned pca and did not power on from the dc power. In addition, the front power connector was loose, the sieve canisters were clogged, the tubing was worn out, the compressor was noisy, and the inlet filter needed to be replaced due to preventive maintenance. The device will be returned to the pil for additional testing. The root cause is not confirmed at this time. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.